Event description:
Report rec'd from france stating "impossible to enter in the 1.8 incision. No pt impact."

Manufacturer narrative:
Product has been requested to be returned however it has not been rec'd.